Manufacturer narrative:
(B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xtr clip (80726u230)is filed under a separate medwatch report.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first xtr clip delivery system (cds) was advanced and implanted successfully, without issue. To further reduce mr, a second cds (ntr 80811u173) was advanced and the leaflets were grasped successfully; however, leaflet injury occurred. The clip was not implanted and was replaced with an xtr clip (80726u230). The xtr cds was advanced, but there was difficulty grasping due to the anatomy and further leaflet injury occurred. The clip was implanted; however, mr remained at grade 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral valve injury (tissue damage), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears due to procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling.